Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Atrial tachycardia (at)/atrial fibrillation (af) episodes recorded with apparent non-physiologic oversensing seen on the electrograms. Atrial pace impedance steady at 650 ohms through week of (B)(6) 2015, rises out of range greater than 3000 ohms starting (B)(6) 2015. Atrial bipolar lead impedance warning on (B)(6) 2015. Concomitant product(s): 419488 lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead had high impedance which triggered an alert. In office testing indicated oversensing with arm movement and physiological waves had been recorded in the device data. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.